Event description:
It was reported that a halogen ceiling-mounted surgical light has paint that is allegedly peeling where the cardanic arm meets the spring arm. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The peeling paint was confirmed onsite by a stryker field service representative. It could not be absolutely confirmed what caused the peeling paint, but it is likely due to the user impacting the light head with other devices or the use of harsh cleaning agents or a combination of both. There was no report of patient involvement or any adverse consequences reported. The light head was replaced at the customer account.